Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgical procedure was an ovarian cancer resection, and the product was used to simultaneously suture the fascia and peritoneum. An ileus occurred after surgery, and an ileus operation was performed as a re-operation. There were no problems with the patient's subsequent process after surgery. The tab placement method and suturing completion method were performed properly. The doctors thinks that the anchor of this product may have caught in the intestine, caused an ileus. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? How many days post-op did the ileus occur? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an ovarian cancer resection on an unknown date and a barbed suture was used to simultaneously suture the fascia and peritoneum. It was stated that the tab placement method and suturing completion method were performed properly. Post-op, the patient experienced an intestinal obstruction and an ileus. A re-operation was performed. There were no problems with the patient's subsequent process after surgery. The physicians opined that the anchor of the device may have been caught in the intestine, causing an ileus. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. Date of index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open surgery (ovarian cancer resection). What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Unk. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Unk. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Unk. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes, the fixation tab was properly seated. Were two reverse stitches performed across the incision prior to closure? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Postoperative ileus occurred. Onset date is unk. How many days post-op did the ileus occur? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. A second surgery was performed to relieve the ileus. The patient¿s postoperative course was uneventful after the intervention. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? The surgeon suspects that the anchor of the stratafix suture may have caught on the intestinal tract, potentially causing the ileus. Can you describe the appearance of the stratafix suture during second procedure unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician suspects that the anchor of the stratafix suture may have contributed to the ileus by catching on the bowel. What is the patient's current status? Stable. Lot number? Unk.